Manufacturer narrative:
Manufacturer's investigation conclusion: controller clock corrupt alarms were confirmed in the review of the submitted log files. A specific cause for the controller clock corrupt alarms cannot be conclusively determined through this evaluation. Additionally, the reported superficial damage to the driveline pump cable can be confirmed through the evaluation of the submitted photo. A specific cause for the damage cannot be conclusively determined through this evaluation. The account submitted a photo of the patient¿s driveline which revealed the reported damage to the outer jacket of the pump cable. The damage did not appear to affect the underlying armor layer. The submitted log files captured controller clock corrupt alarms throughout their duration due to the system controller clock not being set. This suggested that there was a complete loss of power to the system; however, a specific cause could not be conclusively determined as the onset of the event was not captured within the log file. The alarms resolved when the system controller clock was resynced on 28aug2024 at 15:39:00. The controller clock corrupt alarms did not impact the controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6) no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b, and the heartmate 3 lvas patient handbook, rev. D, are currently available. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations,¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 5 of the IFU "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation, and controller clock corrupt events were recorded. The patient experienced damaged pump cable. The site stated that a system controller clock set alarm hadn't been shown before but it was consistent that the alarm appeared on the log file. Technical services stated that the damage observed to the driveline should be covered with rescue tape. The recorded data indicated that the conductors within the driveline had not been affected by the outer damage. The controller clock corrupt events recorded by the system controller were not related to the damage observed to the driveline. The data was stored in the system controller and couldn't be affected by driveline damage. Technical services noted that they were unable to determine how long the controller clock had a year value of 2000 from the log files submitted. It was communicated that the onset of driveline damage was not clear. It was stated that the patient was re-admitted to the hospital. The cause of the corrupt clock was not confirmed. No equipment was to be returned.